Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. The patient was transferred from a different hospital. Upon interrogation, the right atrial lead exhibited cross talk. It was suspected that the previously damaged lead and repaired during device upgrade procedure was re-exposed. Chest x-ray was performed and all electrical measurements were in range. It was confirmed that no programming changes can eliminate cross talk. No intervention was performed. The patient was discharged.